Event description:
The customer reported that the system displayed a communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and the real time operating system and general purpose operating system central processing unit printed circuit boards and their connections were reseated in the workstation. The system was tested and found to be working as intended and put back into service.